Event description:
Customer reported that the system 9800 would intermittently stop during case. Pt info not available.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified control panel errors. Replaced control panel processor and subsequently the fluoro function board. Checked system and system is operating as intended.